Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel® dxc 600i synchron® access® clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.86ng/ml which upon repeat gave a result of 0.04ng/ml. When tested on a different instrument also, this sample gave a result of 0.04ng/ml. The erroneous result was reported outside of the laboratory and a corrected report was issued. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was liheparin and centrifuged for 5 minutes at 3700 rpm. Qc was performed prior to and after the event and was within the established ranges. A system check performed on the day of the event passed within specifications. A field service engineer (fse) was on site in 2009. Fse did not note any hardware issues. System check and qc performed passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.